Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially it was pointed that maintenance kit was defective. On-site investigation was performed. According to received information in service report, cleaning of inspiratory pipe membrane solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Defective inspiratory pipe membrane would not affect ventilation. Therefore, this situation is not-safety related, the issue will be displayed and appropriate measures can be taken.

Event description:
Manufacturer's ref. #: (B)(4).